Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the tip cover was burnt. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the high-frequency treatment device was used without taking sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: 3.8 inspection of the endoscopic system. 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.